Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and migration to the atrium a month after implantation. The physician alleged a helix issue. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and migration to the atrium a month after implantation. The physician alleged a helix issue. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead was returned for analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in extended position. Visual inspection found dried body fluid and tissue around the helix. The helix difficulty allegation was confirmed, a helix mechanism test failed after 15 turns due to the helix housing being clogged with dried blood/body fluid and tissue. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgement and migration. Susceptibility of active helix fixation tips becoming jammed with tissue is a known risk.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This lead was returned to our post market quality assurance laboratory with the helix mechanism in extended position. Visual inspection found dried body fluid and tissue around the helix. The helix difficulty allegation was confirmed, a helix mechanism test failed after 15 turns due to the helix housing being clogged with dried blood/body fluid and tissue. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgement and migration. Susceptibility of active helix fixation tips becoming jammed with tissue is a known risk.